Event description:
No pre-placement angiogram was performed prior to deployment. During deployment of the angio-seal device, the pt complained of back pain, but stated that it was gone when deployment was completed. Per physician's note, the pt complained of groin pain. There was no hematoma, but the right leg showed decreased perfusion with evidence of a cool right leg. Pt did have a doppler pulse in the foot, possibly a spasm. Surgery was consulted and the pt was taken to the operating room for a "revascularization procedure". It is unknown whether the pt had a graft or just a resection. Pt did well post-procedure and was discharged without further event.